Event description:
The surgeon performed a right si joint fusion by placing three ifuse implants on (B)(6) 2010. A post-op CT scan showed that the third implant breached the s1 foramen. At 4 weeks post operatively the patient started weight bearing at which time she started to complain of pain and numbness on the sole of her right foot. On (B)(6) 2011, the surgeon performed a revision surgery to remove the third implant (50mm), utilizing an osteotome to free the three sides of the implant. The implant was replaced with a 35mm implant positioned at a 60 degree orientation from the position of the implant that was removed. Neurologic monitoring was employed during the revision surgery. Stimulation of the second implant lead to some recorded nerve activity. For this reason, the surgeon decided to remove the second implant and replace it with an implant that was 5mm shorter. The implant was positioned at a 60 degree orientation from the position of the implant that was removed. Post operatively, the patient had complete resolution of the pain and numbness on the sole of her right foot. The patient also had good pain relief of the si joint.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, the most probable root cause is improper placement of the implant. Late reporting of this adverse event is addressed under CAPA #(B)(4).